Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when they were removing the tome from the scope, during the 5cm rapid exchange, the physician used force, causing the dreamtome catheter to tear. This also caused the guidewire to come out of position in the patient's common bile duct. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when they were removing the tome from the scope, during the 5cm rapid exchange, the physician used force, causing the dreamtome catheter to tear. This also caused the guidewire to come out of position in the patient's common bile duct. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length twisted and bent. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. During manufacturing, tome devices are 100% inspected so the tear likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.